Event description:
It was reported that during a da vinci s surgical procedure, the customer experienced a recoverable system error code #23005. The surgeon decided to convert to traditional open surgical techniques to finish the planned surgery prior to speaking to an isi technical support rep. No pt harm was reported.

Manufacturer narrative:
The investigation and eval conducted by technical support engineering found that the system error code #23005 experienced by the customer was likely due to the pt port placement. The system error code #23005 appears when the da vinci s safety system determines a pt side manipulator (psm) arm has collided with another arm or something else in the environment. Upon determining these conditions, the safety systems put da vinci s in a "recoverable safe state". As of 2008, there have been no reported recurrences of the issue at this hospital.